Event description:
Information received indicated the head section would not raise.

Manufacturer narrative:
The hill-rom tech visited the account and spoke to the nurse and she said she pushed a couple of buttons and the head section started to operate. The likelihood is that the head lockout was on.